Event description:
Sorin group (B)(4) received a report that during a procedure, the display on the scp froze. Although the pump did not stop, this resulted in an inability to change the flow rate. The display panel was power cycled and function was regained. Approximately 30 minutes later, the pump stopped and displayed an error message. The panel was power cycled, which again restored function and the case was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
The serial number was not provided, therefore the manufacture date is unknown. Sorin group (B)(4) manufactures this centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin received a report that during a procedure, the display on the scp froze. Although the pump did not stop, this resulted in an inability to change the flow rate. The display panel was power cycled and function was regained. Approximately 30 minutes later, the pump stopped and displayed an error message. The panel was power cycled, which again restored function and the case was completed without further issues. There was no report of patient injury. A sorin group field service representative was dispatched to the facility. The service representative was unable to replicate the problem. As a precaution, the service representative reseated all connections and cleaned the internal surfaces. Hydraulic fluid was also added to a component of the system due to a leak. The system was then tested for 15 hours with no problems so it was returned to service. The sorin group field service representative determined that the issue had occurred on the system's first use since being moved to a new facility. He stated that it is possible that the issue was caused by a loose connection resulting from the move. The pump will be returned to sorin group (B)(4). The investigation is ongoing. A follow-up report will be filed when the investigation is complete.